Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding patient who was implanted with an implantable neuro stimulator (ins) for dystonia and movement disorders. It was reported that the impedances on electrode 3 were out of range, but the caller did not indicate the range. No troubleshooting was done as the caller was not with the patient/ hcp at the time of the call. It was noted that electrode 3 which was out of range was not being programmed. The rep indicated that no replacement or revisions would take place regarding this event, and no therapy changes occurred. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.